Event description:
It was reported that the rover was shocking people when changing the manifold. There were no reports of injury as a result of this event and no medical treatment or intervention was required as a result of this event.

Manufacturer narrative:
The service technician tested the unit and could not duplicate the shock issue. The service technician informed the account that the outlet where the unit had been plugged in could be grounded incorrectly or have a bare wire and suggested they have the outlet tested. The unit was returned to service.